Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient system initially controlled symptoms, but lost effectiveness and also needed MRI and the device was explanted.  No further complications were reported/anticipated at this time.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was reported the patient experienced a change in efficacy and needed an MRI. They had an abrupt change in efficacy and needed to evaluate for lead migration. Due to other health concerns, an MRI needed to be conducted, so the device was removed due to not being MRI-compatible. The patient had reported worsening symptoms with the device on or off and the need for an MRI on (B)(6) 2021. The etiology of the event was that it was related to the device or therapy, possibly related to the implant procedure, and due to programming. Interventions taken consisted of explanting, and not replacing, the entire system on (B)(6) 2021. The outcome was that the event was unresolved at "time of study exit/death/study closure."

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va24r2g serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.